Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 08:19:29 on (B)(6) 2024. At 16:25:28, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity, CPR/motion/tactile artifact and electrode lead falloff. At 16:26:03, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with intermittent cardiac activity. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity, CPR/motion/tactile artifact and electrode lead falloff. The electrode belt was disconnected at 16:30:42 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.